Event description:
A doctor reported to baxter (B)(4) that a leak in the transfer set occurred, even though the clamp on the transfer set was closed it still leaked. There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). The sample was received and evaluated. This report for a leak was confirmed; during evaluation of the returned sample a leak from a hole/cut in the tubing was identified. Additionally, evaluation of the sample identified that both of the occluder feet were broken at the top. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The assignable cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.